Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilationâ during pre-use check. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power supply unit was replaced to resolve the issue. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. H4:a date of a device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. A: no report of patient involvement. E1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. H4: a date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.